Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and could not duplicate the problem. The x-arm was checked and needed adjustment. The instrument was tested without further problem and returned to svc.